Manufacturer narrative:
The device was received for evaluation. During functional testing, 'downstream occlusion sensor test. Values 20.40 and 20.80, was "not" "reproduced". The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition is verified. The force sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion sensor test values 20.40 and 20.80. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.